Manufacturer narrative:
The device used in the reported event was disposed by the facility and it is not available for evaluation. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report from a facility in the (B)(6) stated that during a vitrectomy procedure the cutter appeared to be working normally however the cutting and aspirating was intermittent. The cutter was replaced and the procedure was completed. There was no report of injury or consequences to the patient.